Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when the clip deployed, it did not capture arterial tissue and bleeding continued. Manual compression was applied in an attempt to achieve hemostasis. However, due to the compression being applied to hard, the compression was believed to have caused a hematoma and disruption of distal blood flow that subsequently caused development of thrombus distal to the access site that was surgically removed. During an unrelated placement of a central line, a lung was punctured. Although the patient expired three days after the procedure, the physician did not believe the starclose se device caused or contributed to the patient expiring. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The estimated date of the event, which was reported as occurring three weeks from (B)(6) 2011.

Event description:
The following information was received subsequent to the initial medwatch report (MFR report# 2024168-2011-01197) which confirmed that surgical intervention was performed to remove the thrombus and achieve hemostasis. Specific information regarding the surgical procedure was not provided. The patient did not experience any post operative complications. Three days post surgical intervention the patient experienced a punctured lung during placement of a central line and subsequently expired. Information regarding the patients medical history and the reason that a central line was placed was requested but was not provided as the user facility reports they have a strict patient privacy policy.